Manufacturer narrative:
Additional information: d4: expiration date (update the null value to n/a), h4, h6(update codes), h11. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter phone no: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a one-link non-dehp standard bore catheter extension set became disconnected at the hub of the intravenous placed in the patient's right antecubital area. No issue was observed when the line was flushed with normal saline; however, the disconnection occurred after IV contrast was initiated. There was no report of patient injury or medical intervention associated with this event. No additional information is available.